Event description:
During cervical spine surgery the innovasis sa467 opteryx drill guide bit broke off. Approximately 1.5cm of the drill bit was retained. No harm to the patient. FDA safety report ID# (B)(4).